Event description:
The customer reported the ventilator alarmed vent inop on power on. The customer reported the unit was not in use on a patient, therefore there was no patient involvement or harm. The manufacturer's service technician was able to duplicate the customer reported event. Review of the ventilator log history indicated restart occurrences during operation with a later vent inop occurrence during subsequent power on. The service technician replaced the cpu pcb board to address the findings. Performance verification testing was completed and passed per operating specifications.